Event description:
The customer reported a speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction. No pt harm was reported. Philips has not yet determined if there was audio loss. In an abundance of caution we will report this possible loss of audio even though a visual warning is provided and product labeling states ((B)(4) (pg 37) describes personal surveillance. Do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User reference guide (B)(4) (pg 37) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hosp protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.